Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the electrode was shorter than the normal length when removed from sensor. The customer¿s blood glucose level was unknown at the time of the incident. The device will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and found sensor cannula bent retracted inside sensor base. No broken or missing parts were observed during analysis. See attached picture for details. Unable to confirmed customer received sensor in said condition due to customer returned opened/used.